Manufacturer narrative:
The device was returned for investigation. The smiths label was intact and in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed and at least one test was outside of the pump?s delivery accuracy manufacturing specification. The root cause of the event cannot be established. The expulsor will be replaced to bring delivery accuracy into specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy at +7.05% during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. The smiths label was intact and in good condition, scratched screen. The event log was not provided. A functional test was performed, and the reported failure was replicated. Upon further investigation, three separate delivery accuracy tests were performed and at least one test was outside of the pump?s delivery accuracy manufacturing specification. The root cause of the event cannot be established. The expulsor will be replaced to bring delivery accuracy into specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device fails accuracy at +7.05% during testing. No patient injury was reported.